Event description:
It was reported that the surgeon inserted and removed an aq2010v silicone three-piece lens during the same surgery, due to the surgeon changing his mind. The patient had previous lasik vision correction surgery and the surgeon decided, after inserting the lens, that a different type lens would be better for this patient. The lens was cut into pieces to remove and there was no patient injury. Another lens was implanted.

Manufacturer narrative:
Evaluation: a visual inspection of the returned product found the lens torn into two pieces. There was evidence of clear surgical residue. Conclusion: the root of the event was found to be the surgeon's decision to use a different type lens.